Event description:
A 12mm amplatzer septal occluder was found to be embolized in the lower aorta during a routine 3-month follow-up. The device was removed via snare without incident. The patient will undergo another procedure with a larger asd in four weeks.

Manufacturer narrative:
An event of embolization was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.